Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 32842732. UDI: (B)(4).

Event description:
It was reported that the patient experienced increased pain and discomfort as well as a shock-like sensation from the neck to the chest. Symptoms the patient described led to loss of motor control. Including bladder control and bowel control. It was believed that the patient developed an infection around the lead site. The patient was unable to walk, sit or lay down properly or comfortably and was reportedly admitted to the hospital. Additional information was received that the patient underwent an explant procedure wherein the implantable pulse generator (ipg), leads and clik anchor were removed. It was also noted that there was no infection. The patient was doing well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past couple of days. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7085040, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7085119, UDI: ((B)(4).

Event description:
It was reported that the patient experienced increased pain and discomfort as well as a shock-like sensation from the neck to the chest. Symptoms the patient described led to loss of motor control. Including bladder control and bowel control. It was believed that the patient developed an infection around the lead site. The patient was unable to walk, sit or lay down properly or comfortably and was reportedly admitted to the hospital.